Manufacturer narrative:
The investigation has been completed for the reported issue of purge leak. The product was returned and was the purge leak was confirmed. The root cause of the purge leak was sidearm reservoir damage. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Prior to insertion, a low purge pressure alarm was noted. The purge cassette and line were inspected for leaks or disconnections. The purge system was re-primed and reconnected. However, the purge pressure rapidly fell to the low 100s, triggering a low alarm. After multiple attempts to resolve the low purge pressure alarm, the impella was explanted and replaced with a new impella cp. The patient survived the procedure.